Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, replacement of the air and o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air and o2 gas module regulate the inspiratory gas flow and faulty modules may affect the delivered volume or gas mixture (o2/air). The defective parts were not returned for investigation, despite request. Provided device's logs were incomplete, hence the issue was not confirmed. Our conclusion is that the replaced parts were the causes of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).